Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient indicated they had open chest surgery on (B)(6) 2024. Caller reports hcp indicated they had called mdt rep, but no rep showed up during surgery. Caller reports they even warn the hcp that they had leads implanted. Caller reports during surgery, hcp moved both leads around and damaged both leads. Caller reports they need both leads replaced, but hcp office indicated the mdt rep needs to approved their leads and mdt rep needs to be present during the surgery. Caller reports physician indicated their office have not heard from any mdt rep. Caller reports they have been waiting, caller reports the lead replacement could be scheduled for this morning, no date scheduled.

Manufacturer narrative:
B3: event date is date valid  section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b141 (lot: va2sue1); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient is scheduled for a lead replacement. The leads will be discarded, however the ins will stay in place.